Event description:
Pride mobility victory scooter sc0010 delivered in 2005. In 2006, lack of power--batteries fully charged and checked. Wires burned. Scooter jerking to stop every 12 inches. On approx four months later provider: advanced medical equipment -ame- replaced motor/trans wire harness tilt blot. Worked for 3 weeks then jerking to stop and lack of power. On approx three and a half months later, transaxle assembly replaced spring in control box broke causing scooter to operate w/o rider broke causing scooter to operate w/o rider causing severe damage to walls inside home. In 2007, wires of both batteries totally frayed and burned. On approx five months later, ame returns scooter and labels "defective" : speed control knob sheared off; key assembly misaligned; seat adjustment bar broke small weld --bolted to seat --won't fit on frame of scooter; wire/trans assembly wires burned again and needs replaced for third time; jerking to stop on occasion. I have pics and copies of all repairs. Per company website they know a problem exists, but didn't know which motors were bad.